Event description:
It was reported that the device was fractured. The target lesion was located in the right coronary artery. A guidezilla was selected for use. During procedure, it was noted that the connection was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that the device was fractured. The target lesion was located in the right coronary artery. A guidezilla was selected for use. During procedure, it was noted that the connection was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. It was further reported the collar was separated. It was not confirmed how the device was removed from the patient and all components were not removed from the patients body. However, device analysis revealed all components were removed from the patient's body.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Inspection revealed a partial separation at the collar, a kink in the distal shaft located 9cm from the collar, and numerous kinks in the hypotube. All components of the device were returned and there were no complete separations. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.